Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified drug ¿to wash the abdominal cavity¿. In addition, the patient was treated with an unspecified antibiotic injection for the event (no further details). Dianeal therapy was ongoing during treatment. At the time of this report, the patient was recovered from the event and pd therapy was withdrawn. No additional information is available as the reporter has declined to provide further information.